Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5154664 / 5156105, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of fever, vomiting and drainage coming from pocket site was noted. The physician believed nothing happened during procedure that may have caused the infection. The patient underwent an explant procedure and was prescribe antibiotics. No device malfunction was suspected. The patient was doing well postoperatively.